Manufacturer narrative:
Based on the information received following the submission of the initial report, it is confirmed that the reported event 'split in phaco cover' pertained to the centurion procedure pak, not the ophthalmic knife as originally stated. Hence, no further reports be submitted under the file ID# (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the ophthalmic cutting knife caused a split in the phaco cover. Procedure details and patient impact have not been provided. Additional information has been requested, none received till date. This complaint is pertaining the thirty first of forty-one reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.